Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of the spinal segment becoming dislodged was undetermined. The patient was not showing symptoms. The product would not be returned, as it was discarded by the customer.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 100 mcg/day via an implanted pump. It was reported the patient was scheduled for a routine end of service (eos) pump replacement and it was discovered during the case that the spinal segment had been dislodged from the intrathecal space, so a new catheter was implanted on (B)(6) 2020. It was unknown if there were any environmental/external/patient factor that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. A new catheter was implanted and cerebrospinal fluid (csf) was visualized and confirmed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and unknown and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.